Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming low all night and she knew she was not low. The customer woke up to a blood glucose level of 232 mg/dl because the insulin pump had suspended insulin. Customer's blood glucose level was 232 mg/dl but her sensor glucose reading was 105 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The device was not returned.